Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the orsiro mission is indicated for improving coronary luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease, stable angina, unstable angina, non-st elevation myocardial infarction or documented silent ischemia due to atherosclerotic lesions in the native coronary arteries.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in a segment of the medial to distal superior mesenteric artery (sma). It is unknown if a pre-dilation of the lesion was performed. The affected device was introduced into the patient's body but could not cross the lesion. The physician was able to cross and treat the lesion using a self-expandable stent-graft.